Event description:
During training, the customer found that the device had no voice prompts and was displaying the battery (charge pak) icon. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and recommended installing a new charge pak to trouble shoot the problem or purchasing a replacement defibrillator.